Event description:
It was reported in a medwatch that on (B)(6) 2014, the patient had an open reduction and internal fixation of the right lateral malleolus fracture of the right ankle. A distal fibular plate was reported to be positioned along the lateral aspect of the fibula with a total of 4 locking screws along with 3 cortical screws placed in the distal fracture fragment to stabilize the fracture. The patient returned for a second surgery on (B)(6) 2015 due to "non healing wound". She underwent the second surgery for removal of the deep metal and application of wound vacuum-assisted closure system for the wound. Per surgeon the old incision was reopened and some blood was escaping through the fracture site which was moving slightly and was not healing. The wound was irrigated and puros was placed into the fracture site and the wound was closed. The patient has been placed on antibiotics and had a follow up scheduled. No other complications were reported. She is a daily smoker.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. The device met all material specifications as received. The evaluation revealed that one ar-8943br-05, 5-hole locking ss right distal fibula plate, and it's associated screws, were returned. There were no problems or abnormalities observed with the returned devices. The evaluation did not reveal anything relevant to the event. The most likely cause(s) of this type of event include patience non-compliance with the post-op rehab protocol, an infection or an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.